Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and gravity leak test were performed. During the leak test it was identified that there was a microscopic hole in the tubing. The cause of the hole could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the tubing of a light sensitive drug set leaked at the point where it enters the infusion pump. This occurred during priming. There was no patient involvement. No additional information is available.